Manufacturer narrative:
A specific root cause for the reported event cannot be determined with the information available for assessment. The investigation remains ongoing and a supplemental report will be filed once results are available. The current version of the twiist automated insulin delivery (aid) system user guide provides information about alarms and the recommended actions associated with them, including the cgm high glucose alert, as well as ways to prevent hyperglycemia. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist automated insulin delivery system. At this time, no components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further analysis.

Event description:
An initial event notification was received by sequel med tech, llc, on 02-apr-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported experiencing nocturnal hyperglycemia, waking on (B)(6) 2026 to a glucose value of 400 mg/dl. The user reported vomiting and moderate to large ketones but did not require medical attention. The user reported noticing hyperglycemia while sleeping at the end of the three day cleo 90 infusion set wear period. Upon removal of the infusion site, the cannula was noted to be bent in an "l" shape, though it was unclear if this occurred during wear or disposal. The user changed the infusion set and administered a 7-unit manual insulin injection to treat their hyperglycemia.